Manufacturer narrative:
Concomitant medical products: product ID: 407652 lead, implanted: (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rapid rates in the 220's on the ventricular channels, which was sustained for hours. There were small r waves and high impedance with unipolar measurements higher than bipolar measurements. A fracture was confirmed. Further investigation revealed that the rv and right atrial (ra) leads were switched in the header of the device. The rv lead was connected to the atrial channel and the ra lead was connected to the ventricular channel. The rv lead was capped and replaced and the ra lead was repositioned and remains in use. The patient was a participant in the wrap-it study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.